Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer contacted tandem technical support for assistance with the load process. While contacting cts, the customer stated had experienced high blood glucose (bg) levels all day and needed to change the cartridge but did not have supplies available to load the pump. There was no specific bg value provided. The customer indicated would administer a bolus to manage bg level.